Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the burr devices were falling out, were hard to insert while in use with the attachment device. The reporter stated that nothing fell into the patient. There was a five minute delay to the surgical procedure. An identical spare device was available for use to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. During assessment the device was disassembled which found corrosion and damaged bearings. Therefore, the reported condition was confirmed it was determined that the corrosion was due to improper cleaning, which is failure to directions for use. The bearing damage was due to excessive side loading during use. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.